Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * were there any patient consequences? * were there any unexpected outcomes or complications as a result of the prolonged surgery time? * was there any change in the patient¿s post operative care due to the prolonged procedure? * it was reported that the incident "posed a certain safety hazard to the patient." What specific safety hazard was being referred to, and how was it treated? Please provide additional details. A manufacturing record evaluation was performed for the device lot s24080102, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hip replacement procedure on (B)(6) 2025 and suture was used. During the closure of the patient's body cavity during surgery, the problem of pulling off suture needle happened, causing the surgery to be suspended and a new suture to be replaced in a timely manner. This incident increased the surgery time and posed a certain safety hazard to the patient. No adverse patient consequences were reported. Additional information was requested.